Event description:
It was reported that the patients leads had high impedances. The patient underwent a lead replacement procedure and was doing well. The explanted leads were not returned as they were kept by the medical facility.

Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2021. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2366500, model: sc-2366-50, serial: (B)(4), batch: 17613433.